Manufacturer narrative:
The reported event was addressed with phone support. The issue of the inverted scope alignment was resolved by manually adjusting the scope alignment and reinstalling the scope after wiping out the guided tool change feature. The field service engineer (fse) contacted the robotics coordinator and confirmed that the reported issue did not reoccur and they believed the cause may be related to the scope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the staff encountered an issue where the scope alignment was 180 degrees out. The staff attempted to adjust the scope by 180 degrees and reinstall it, but the guided tool change feature reverted the scope to its original alignment. The staff manually adjusted the scope to the correct alignment. The technical support engineer (tse) discussed resolving the issue by disabling the guided tool change feature and reinstalling the scope after correcting the alignment. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the issue occurred during the procedure. The scope had automatically inverted and they were not sure why. There was no harm to the patient. The issue resolved with a backup scope. They used the 30 degree endoscope serial number (B)(6) in following procedures with no further issues and were not planning to return it.